Manufacturer narrative:
The reported event of lead fracture/high impedance was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body with all internal wires were broken. The cause of the reported event is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.

Event description:
Additional information indicates surgical intervention was undertaken on 29 november 2021 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced a loss of therapy due to lead fracture. As a result, surgical intervention may be undertaken to address the issue.